Manufacturer narrative:
Section d4: primary UDI corrected, section d6a: date of implant corrected. Manufacturer's investigation conclusion: no device-related issues were associated with the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were identified. It was determined that the system controller was the root cause of the reported events. The system controller was returned for evaluation confirming the reported events and is evaluated under MFR #: 2916596-2024-06571. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and patient handbook, rev. D are currently available. Although there were no lvas related issues reported by the account, the IFU and patient handbook describe all alarm conditions, as well as appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Do not process

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in a normal state of health and was working outside. The temperature was in the 80s. They suddenly heard an alarm indicating they had lost power despite being connected to two batteries that should have had plenty of power. The alarm was loud, constant, and could not be silenced. The patient was asymptomatic but stated they felt the pump stop running in their chest. The green pump running light was not illuminated, and the yellow wrench lit up. The lcd screen was completely black. This occurred for about 10 minutes. The patient went inside to troubleshoot and without intervention, the screen was able to illuminate again. When they scrolled through the screens to try and check the speed, flow, power, and pulsatility index (pi), they only saw dashed lines. At that point, the alarm was an intermittent audible alarm. When it would sound, the patient would see the red heart icon and the yellow wrench light up. The patient saw a no external power alarm. The button on the batteries was pressed and none of the lights illuminated on the batteries themselves. The patient exchanged their batteries but the alarm did not resolve. The fresh batteries did also not illuminate when the button was pressed. The patient called 911 and proceeded with a system controller exchange on their own. They said it felt like it look a little time before the pump started running again. Log files indicated the equipment was operating as intended until (B)(6) 2024 at 11:34:27. At this time, a reset controller event was recorded and the recorded data indicated the system controller was no longer capturing parameters.